Event description:
Additional information received from a manufacturer representative reported that the patient was still seeing an infectious disease doctor. They were taking 500 milligrams of cephalexin by mouth due to their history of staph infections. The patient no longer had a PICC line and intravenous antibiotics. Another MRI of the patient's spine was ordered for (B)(6). The patient had a home health aide and it was noted that the patient fatigued easily. At the time of the report the patient seemed to be in good spirits and noted that their doctor wanted them to start physical therapy.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. (B)(4).

Event description:
The consumer reported that they had a staph infection and was hospitalized on (B)(6) 2015. The patient was admitted to the hospital the day after their lead pull. It was reviewed with the patient that the leads were disposed. The leads were removed and thrown away by the healthcare professional. It was reviewed with the patient that anytime there is a break in the skin, they are at risk of infection. The manufacturer representative (rep) reported that the patient was discharged from the hospital and the staph infection resolved.